Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data identified an increase in complaints for the architect stat troponin-I assay as well as an increase in complaint activity for reagent lot 85694un25. However, historical performance of the architect stat troponin-I assay lot 85694un25 was evaluated using worldwide data and no unusual reagent lot performance was identified. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot for lot 85694un25 are within the established limits. A device history record review was performed for lot 85694un25, which did not show any potential non-conformance's, deviations, or non-conformance's. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 85694un25 was identified.

Event description:
The customer reported a falsely elevated architect stat troponin-I result was generated by the architect i1000sr processing module for a patient. The result was not released out of the laboratory. The sample was repeated, and a normal result was obtained. The following data was provided: customer¿s critical limit: >0.29 ng/ml. Sid (B)(6): (B)(6) 2026 initial result = 0.48 ng/ml, repeat result = 0.02 ng/ml. Sid (B)(6) (new draw): result = 0.03 ng/ml. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat troponin-I result was generated by the architect i1000sr processing module for a patient. The result was not released out of the laboratory. The sample was repeated, and a normal result was obtained. The following data was provided: customer¿s critical limit: >0.29 ng/ml. Sid (B)(6): on (B)(6) 2026 initial result = 0.48 ng/ml, repeat result = 0.02 ng/ml. Sid (B)(6) (new draw): result = 0.03 ng/ml. No additional patient information was provided. No impact to patient management was reported.